Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. In addition, there was a separation of the distal tip. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience pro everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The noted multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, de novo lesion in the mid left anterior descending artery. Following pre-dilatation, the xience pro 2.25 x 12 mm could not cross the calcified lesion. An additional attempt was made but it did not cross the lesion due to the anatomy and the proximal part of the stent became flared while withdrawing the device. There was resistance upon removal of device due to the calcified lesion. The patient was treated with balloon angioplasty. There was no reported adverse patient effect and no clinically significant delay in the procedure due to the failure to cross. No additional information was provided.